Event description:
The y port of the delivery tubing had large amount of activity (sir-spheres, sir-y002) in it post procedure. The written directive was 40mci and 17mci was delivered. The residual activity was almost entirely in the y port of the delivery tubing. The treatment was performed properly.

Manufacturer narrative:
The potential safety issue with underdosing as provided by the sirtex medical team is as follows: primary risk: disease progression/inadequate tumor control sirtex has requested information on the patient outcome and was told no additional treatment was required. The customer has stated they will ship the device to sirtex. Should the customer return the device after the decaying period, sirtex will perform an evaluation/investigation on the device.

Manufacturer narrative:
Sirtex has followed up with the customer regarding the device return. No response has been received. Should the customer return the device, sirtex will perform an evaluation/investigation on the device and submit a follow-up report. The batch record review did not display any abnormal findings for the manufacturing process and all operations were completed per procedures.

Event description:
The y port of the delivery tubing had large amount of activity in it post procedure. The only part of the tubing, including the micro and base that had that activity. Hospital would like to have tubing sent back and evaluated for manufacturing issues. Treatment performed properly.